Event description:
Prior to a cryoablation procedure, icepearl 2.1 cx 90 needles and system tested fine with no issues to report. During the 1st freeze cycle the doctor noticed the shaft of one of the needle started to collect frost. The patient's skin was covered with warm saline to prevent any injury. The procedure was completed as expected with no injury to the patient.

Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were found. Microscopic inspection of the vacuum sleeve was conducted and soldering flux residuals were identified on the external surface of the vacuum sleeve. A bubble test of the vacuum sleeve was conducted and a leak was identified at the end of the sleeve. The leaked zone was further investigated under microscope and a hole on the external tube crimping area was observed. The root cause of the hole development is not known. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relationship was identified between the needle assembly processes and the vacuum loss phenomena. The treatment was completed with no injury to the patient as the physician used a warm compress to protect the patient's skin.